Manufacturer narrative:
Evaluation summary: one scd391 cordless ultrasonic dissector was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The reported condition was not confirmed because the device had been used. The device stopped working. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Instructions for use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient for the procedure, the indicator lamp turned red upon setting and the dissector was not activated. The device was reset but the issue was duplicated. The dissector was replaced with new one and worked fine. Visual inspection of the returned hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. There was no injury to the patient.